Manufacturer narrative:
The power management board was replaced to fix the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the machine automatically shut down. There was no reported patient involvement.